Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that a power port was loose on the controller and the controller was not able to communicate to a monitor. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device failed visual inspection and functional testing. Visual inspection failure was due to a displaced o-ring and loose power port 1 and power port 2 connector, a possible root cause of the loose connectors may be attributed to a shift in the manufacturing process; however, the manufacturer has an open internal investigation to evaluate loose connectors. While functional testing failure was due to a damaged dual transmitter/ receiver integrated circuit. This component allows for data to be transmitted or received between the controller and monitor. An electrostatic discharge (esd) event most likely damaged the component during the reported event, preventing the controller from communicating with a monitor. For the event of "loose component", a possible root cause of the loose connector may be attributed to a shift in the manufacturing process or the event of "poor mechanical connection", an electrostatic discharge (esd) event most likely damaged the component during the reported event, preventing the controller from communicating with a monitor. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller.

Event description:
It was reported that when the patient was seen in clinic for a routine follow up, it was noted that the power ports on the controller were loose. In addition, it was not possible to connect the data port to the controller, unclear as to whether this is due to bent pins or debris. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.